Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 486-487 mg/dl displayed as high; cause was not known. Reportedly, high bg occurred during supply changes. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Customer consulted with diabetes educator regarding diabetes management. Customer was educated by technical support regarding infusion sets and load process. Recommendation was made to consult with a healthcare provider to discuss diabetes management.